Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was not operating correctly. No information on the issue is available. The patient was hospitalized with hyperglycemia. The blood glucose result is unknown. She was still in the hospital at the time of the call on (B)(6) 2021. No further details given. No information provided regarding medical treatment in hospital.